Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The complaint could not be confirmed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value was not provided. Low bg cause was not known. Reportedly, customer went to the emergency room. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. ¿no additional information was provided.